Event description:
A surgeon reported that when using a phacoemulsification handpiece during a procedure, a piece of the tip came off and was retained in the pt's eye. There was no harm to the pt, and he was reported to be "100 percent". The surgeon was not concerned for the pt's vision, but wanted to know if the metallic particle was MRI compatible. The surgeon expressed that the particle left in the eye may not be related to alcon product, it could be related to the other instruments used during the procedure.

Manufacturer narrative:
There was no phaco tip sample received for evaluation. There was no lot number identified with this complaint; therefore, a lot history review could not be conducted. The root cause for the "piece of tip broke off" cannot be determined from the evaluation because no sample was returned and a lot number was not identified to review manufacturing records. All phaco tips are 100% inspected at the end of the manufacturing process by trained operators to insure all visual quality requirements are present before release of a phaco tip. (B)(4).